Event description:
As nurse was setting up IV, she primed primary set tubing. She noted that the tubing was leaking from the bottom of the upper clave above the cair clamp. Tubing was removed from service and not used on the patient.